Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet after an infusion set change, with blood glucose values reported up to 322 mg/dl and observations of a bent teflon cannula; the event was categorized under infusion set & cartridge with an infusion set deployed incorrectly or connector not attached correctly, and troubleshooting and education were completed with no alerts or alarms. Symptoms included hyperglycemia and headache. Outcomes included no health consequences or impact. Investigation included guided troubleshooting and user education on correct applicator technique and best practices to avoid a kinked cannula. Investigation of this case revealed that the infusion set was deployed incorrectly, resulting in a bent cannula and inadequate insulin delivery, and insulin delivery was resumed after replacing the infusion site. It was concluded, based on previously established findings for similar reports, that user technique error in deploying the infusion set was the cause.